Event description:
Patient called to report on two recalled dental implants he had implanted on (B)(6) 2018. Patient stated he had dental implants #4 and #5 implanted and then learned later that both devices were part of a recall, one being recalled before the date of implant. Reporter gave the recall numbers: z0658-2022 and z1419-2015. Reporter stated the implants have become very loose, they cause him pain and his gums bleed, and he can hear them shaking in his mouth. Patient stated he was told by his dentist that he will need the implants replaced and will cost him (B)(6), however patient believes both implants should be under a 10-year warranty. Patient stated he¿s scared to eat in fear of damaging the implants because they are so loose. Patient stated he received the implants at west plano modern dentistry. Reference report: mw5168311.